Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt the device failed to discharge. The clinician obtained another set of electrode pads and the device displayed a "check pads" message. All connections were checked to be secure. Complainant indicated that the clinician obtained another device and a new set of electrodes, to continue treating the pt. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.